Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter namd and address: address was not obtained and (B)(6) was used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported while using an unspecified bd pen needle that there was no insulin flow when taking injection on 100 pen needles. The following information was provided by the initial reporter: stated, no insulin flow when taking injection.